Manufacturer narrative:
Additional reporter (B)(6). Investigation summary the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history review

Event description:
Event occurred regarding 102" (259 cm) pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock where it was reported that the aads line and 3-way connector were found to be leaking. There was patient involvement, but no adverse event reported.